Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. Error e433 came on display due to a faulty circuit board. The touch panel is not functioning properly due to faulty touch panel, and there were burn marks on the circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e433 is triggered by the device¿s safety system and occurs during device startup if the effective value of the output signal which is set for testing falls below the intended limit of 130v. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent restarts may be the result. The device is then no longer operational. Error message e433 can only occur during device startup. From a technical perspective, it is not possible for error message e433 to occur during operation. However, the potential cause for the error message arises during use. Olympus traced the error back to a defective circuit board. Possible causes of a defective circuit board: the supply voltage from the board is missing or too low (permanent error). A defective board due to a short circuit of the transistors (permanent error). In such cases, the user may sometimes observe popping noises or flashes. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the device was displaying an e433 error. The reported problem was found during maintenance. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.